Manufacturer narrative:
(B)(4). Correction: the lot 13m095 was manufactured between november 21, 2013 - november 22, 2013. Additional information: the device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion. The device was filled with 70 ml of fluorouracil and 22 ml of dextrose 5% in water. The device was then attached to the patient, and 46 hours later, 30 ml of solution remained inside of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be unavailable for evaluation. Should additional relevant information become available, a supplemental report will be submitted.